Event description:
It was reported that a defective inflator head was identified in the 8.0mm adult flex tracheostomy at a hospital. The issue involved the pilot valve component. There was no patient involved.

Manufacturer narrative:
D10 concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lo#: 202401244x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the attached images show an adult trach tube in its opened unit tray with a slit on the body of the pilot balloon. This type of defect is most probably caused due to the pilot balloon coming in contact with a sharp object or utensil. Further detailed analysis could be provided if the sample is returned to the lab for evaluation. It was reported that there was a defective inflator head. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.